Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation:the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: a review of the pump¿s black box showed the reported missing basal history segments were due to user intervention during normal use. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed all required testing for history settings. The complaint was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.